Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and reviewing of manufacturing records, it was presumed that the polymer jacket could be damaged when the subject guide wire was scraped by the metal tip of the concomitant microcatheter due to anatomical conditions during guide wire manipulation. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, it was unable to completely rule out potentiality that some fragment(s) of the polymer jacket could be left in the patient as the device evaluation could not be performed. The instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire was used under an asahi microcatheter for a moderately calcified cto in the below-the-knee segment during a ppi. When the guide wire was withdrawn to check as strong resistance was felt, polymer jacket was found damaged. The guide wire was replaced with another guide wire to continue the procedure. Poba was performed and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with this event and the patient was fine without problem after the procedure.